Event description:
During routine testing, the user noticed a popping sound while the unit charged, and it would not fully charge. There was no pt involved. Initial examination of the device disclosed severe external damage to the case. Internal examination disclosed broken mounting studs on the defibrillator assembly. The exact cause of the damage could not be determined, but appeared to have been a significant impact. Such damage is not unusual in a 16 year old portable device. The event is not occurring more frequently or with greater severity than is usual for the device.